Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident. Customer's current blood glucose was 38 mg/dl. The customer treated their blood glucose with food. The customer stated they have been experiencing low blood glucose for two weeks. Customer stated they would treat their low blood glucose with candy. Customer declined to troubleshoot. The customer declined to return the insulin pump for analysis.